Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. It was noted that the device exhibited a purge disc not detected alarm, the team changed the cassettes and replaced the console. The procural outcome is patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This device was not returned for evaluation. Review of the device logs found the purge disc not detected alarm clears and is followed by several log lines of purge pressure disc detected and no purge pressure disc detected. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.